Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the charge-coupled device (ccd) objective lens is dirty is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the charge-coupled device (ccd) objective lens is dirty. There was no patient involvement